Manufacturer narrative:
Evaluation summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Analysis of the device memory indicated the battery measurement was not available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had multiple divide by zero power on resets (por's). The patient had an in-clinic interrogation done with the updated software. The device remains in use. No patient complications have been reported as a result of this event.